Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe and needle change was performed to address the issue. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer loaded a new cartridge successfully to address the issue and resume insulin therapy. Customer's blood glucose was 125 mg/dl.